Manufacturer narrative:
Upon receipt, the device was interrogated on a programmer and normal communication was established. After the device was decontaminated, a visual inspection was performed. Body fluid colored discoloration was noted in the header. No other anomalies were observed. Device images were obtained from the programmer and revealed the stored electromyography indicated normal device behavior with respect to the programmed settings. Functional test results indicated normal device behavior. The reported events of undersensing and failure to interrogate were not confirmed.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device did not record episodes of ventricular tachycardia. Furthermore, an increase in sensing values was noted. The device was explanted. The patient was stable.